Manufacturer narrative:
The device is not available for evaluation. However, pictures were provided. The investigation is pending.

Event description:
A reported incident involving the spinning spiros closed male luer indicated that the device disconnected from the tubing during use, leading to a delay in therapy. The event involved methotrexate administration using alaris tubing. There was patient involvement, and no reported harm.